Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) and for biorad lot 38571 from 05-jun-2017 through aware date 05-jul-2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: quality control: in order to monitor and evaluate the accuracy and precision of the analytical performance, controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7% hba1c) with the second in the range of 9-12% hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. The most probable cause of the reported event was due to bad control material.

Event description:
A customer reported that the bio-rad (br) quality control (qc) level 1 results was out of range low with the g8 instrument. The customer was running biorad (br) lot 38571 and had been running low for a few days. The qc hba1c results were 4.5% (range 4.61%-5.64%) for level 1. The customer changed the column and recalibrated a few days prior and the qc was in range at 4.6%. The 2 qc levels were in range. Level 2 result was 9.6% (range 8.43%-10.3%) and the level 3 result was 14.2% (range 12.16%-14.86%). The column count was 143. The filter was new and the retention time on the qc was between 0.50-0.60 minutes. Technical support (ts) suspected the controls were bad and sent the customer tosoh canterbury controls for confirmation. When the customer received the canterbury controls, they found that the controls were in range. The customer then considered changing to the canterbury controls. Technical support sent the customer new controls for confirmation, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.